Event description:
Customer reported to beckman-coulter, inc. (Bci) that forty (40) erroneously low glucose (glum) results were generated by the unicel dxc 800 synchron system on (B)(6) 2010. The results were reported out of the laboratory. It was not known if there was any change to the pts' treatment as it relates to this event. The pt samples were retested on another unspecified instrument. The retested results were within expectations. The corrected results were then reported.

Manufacturer narrative:
Service contacted the customer and suggested that the glucose sensor be replaced. The customer replaced the glucose electrode. A replacement stirrer motor was sent to the customer; it is not known if this was replaced. A definitive root cause of this event could not be determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events. This is one of forty separate medwatch reports being submitted as this event involves forty separate pt events that were reported out of the laboratory. See the following report numbers for all associated events: 2050012-2011-01653, 2050012-2011-01654, 2050012-2011-01655, 2050012-2011-01656, 2050012-2011-01657, 2050012-2011-01658, 2050012-2011-01659, 2050012-2011-01660, 2050012-2011-01661, 2050012-2011-01662, 2050012-2011-01663, 2050012-2011-01664, 2050012-2011-01665, 2050012-2011-01666, 2050012-2011-01667, 2050012-2011-01669, 2050012-2011-01670, 2050012-2011-01671, 2050012-2011-01672, 2050012-2011-01673, 2050012-2011-01674, 2050012-2011-01675, 2050012-2011-01676, 2050012-2011-01677, 2050012-2011-01678, 2050012-2011-01679, 2050012-2011-01680, 2050012-2011-01681, 2050012-2011-01682, 2050012-2011-01683, 2050012-2011-01684, 2050012-2011-01685, 2050012-2011-01686, 2050012-2011-01687, 2050012-2011-01688, 2050012-2011-01689, 2050012-2011-01690, 2050012-2011-01691, 2050012-2011-01692.